Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device cubie showing on machine even though it was removed, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b date of event. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was showing on the machine even though it had already been removed. The technical support specialist (tss) dialed into the station and checked the inventory. The tss found two dilaudid entries were loaded. It appeared the old pocket might have been ejected and the medications removed, but the unloading process wasn¿t completed, leaving the pocket occupied. The tss advised the customer to unload either pocket to resolve the issue. The tss had multiple follow up to get resolution but there was no response from the customer end updated for closure of case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device cubie showing on machine even though it was removed, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.